Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with slow heart rate and not feeling well presented in emergency room. Device interrogation revealed inadequate capture and sensing issue. Right atrial lead was found to be dislodged. Patient was admitted to the hospital and the ra lead was re-positioned on (B)(6) 2018. The patient was stable.